Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Pt's aneurysmal iliac vessel and operational context contributed to the secondary procedure.

Event description:
Pt presented with aneurysmal iliac vessel; had successful implant of a bifurcated device and a proximal cuff in 2008, with good seal, no presence of a distal endoleak. The physician still decided to monitor due to the pt's aneurismal iliac. One month follow up angiogram revealed contrast behind the iliac limb, as well as an enlarged iliac. The pt was treated with an limb extension, with good results.